Manufacturer narrative:
The biomedical engineer (bme) reported that the g7 bedside monitor was displaying "tof ratio " on the home screen, but when the parameter window was opened, it would display a "tof count 3." They stated that the home screen should also be displaying "tof count 3." They tried importing the clinical setting from a working monitor but was not successful. Technical support (ts) informed them that the operator's manual calls out this behavior specifically to be symptom of improperly attached electrodes or patient movement during the calibration. Ts viewed the uploaded video, observed that the device displayed "uncal" which indicated it was not calibrated. However, the issue persisted even after calibration. Ts consulted with nk clinical (cas), who advised updating the g7 monitor software, recalibrating the af-201p nmt pod device, and testing with a known working af-201p. None of these actions resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the g7 monitor: nmt pod device model #: af-201p serial #: ni device manufacturer date: ni unique identifier (UDI) #:(B)(4) returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the g7 bedside monitor was displaying "tof ratio " on the home screen, but when the parameter window was opened, it would display a "tof count 3." They stated that the home screen should also be displaying "tof count 3." No patient harm was reported.